Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient's right ventricular lead was found to be dislodged when she returned to her hospital room after implant. I lead revision surgery was performed successfully, and the patient was in stable condition following the procedure.